Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with erratic speed and overheating. Cause of overheating and speed malfunction is a defective motor. The complaint was confirmed and the root cause has been determined to be a defective motor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, the handpiece of the dyonics powermini was going from 1000rpms to 3000 rpms back to 1000 rpms, the hand piece was also heating up. There was a s+n back-up device. No delay was reported, and no patient injury or other complications were reported.